Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed late when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn less than one hour.

Manufacturer narrative:
The device was received not deployed, with the slide insert not visible in the top housing viewing window. Download data from the device showed that the first priming sequence ended prematurely due to a rotational sensor error, resulting in the completion of second prime without the needle deploying. The device was successfully paired with a pdm, completed priming, and delivered a 5u bolus. No rotational sensor errors were replicated during the rerun. The needle mechanism deployed normally during the rerun. No damages or defects were observed to the needle mechanism that would prevent the needle from deploying as intended. Inspection of the commutator cap found contamination on the lines of contact between the commutator cap and the rotational sensor springs. Since no rotational sensor errors were replicated in the rerun, it could not be determined if this contamination contributed to the rotational sensor malfunction. The needle mechanism did not deploy late as reported since the rotational sensor malfunction prevented the needle mechanism from deploying and the device was received in the not deployed position.